Manufacturer narrative:
The non-broken screw sustained some general wear. The hex of the screw appeared to be nearly stripped out and the locking threads on the four locking cortical screws appeared to be slightly deformed. The deformation did not impede threading the screw back into the plate screw holes or seating into the plate. Additional mdrs associated with this event: 3025141-2019-00185: plate, 3025141-2019-00186: screw 1, 3025141-2019-00187: screw 2, 3025141-2019-00188: screw 3, 3025141-2019-00189: screw 4, 3025141-2019-00190: screw 5, 3025141-2019-00191: screw 6, 3025141-2019-00192: screw 7, 3025141-2019-00194: screw 9.

Event description:
An aculoc vdr plate was implanted on (B)(6) 2018. Before routine removal surgery was performed, four broken screws were observed via x-ray. The implants were removed on (B)(6) 2019.